Manufacturer narrative:
Examination of the returned devices confirms the reported liner malpositioning. Indications from a proud screw are visible on the mating surface of the returned liner. The reported cup malpositioning cannot be commented upon as no patient xrays were provided. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. The root cause is inadvertent user error. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Patient was revised due to cup malpositioning. The surgeon stated the screws were 3 mm proud from being seated and the liner was not in position.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.